Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open umbilical hernia repair on (B)(6) 2008 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection, mesh removal, debridement, additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: added results code 2 for sterilization evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
Additional investigations conclusion code: d17: appropriate term/code not available for ¿withdrawn complaint¿ health effect impact code: f1903: device explantation this claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: he known medical records span (B)(6)2008 through january 24, 2011 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Records from (B)(6)2008 through (B)(6)2011 were not provided. Patient information: medical history: obesity. 272 lbs; bmi 37.9 diabetes mellitus. Gastroesophageal reflux disease [gerd] smoker. 1 pack/day. Drug use: nasal cocaine use as a teenager prior surgical procedures: [none provided] implant preoperative complaints: (B)(6)2008: ¿umbilical hernia, chronically incarcerated. Proposed surgical procedure: gore-tex mesh repair of incarcerated umbilical hernia. Indications for surgery: chronic incarceration, abdominal discomfort. Focused physical examination: 18 x 15 cm uncomfortable, chronically incarcerated, partially reducible umbilical hernia.¿ implant procedure: reduction and gore-tex mesh repair of 18 x 15 cm umbilical hernia (15 x 10 x 1 cm dual mesh.) Implant: gore® dualmesh® plus biomaterial (05503137/1dlmcp03) 10 cm x 15 cm, oval. Implant date: (B)(6)2008 description of hernia being treated: ¿the large hernia could not be reduced even with the patient under general endotracheal anesthesia. A midline incision was made in the supraumbilical midline of the abdominal wall using a #15 scalpel. The skin and thin subcutaneous tissue were divided. The hernia sac was encountered. A cleavage plane between the subcutaneous tissue and the hernia sac was developed using blunt digital dissection down to the level of the fascia. The fascia was cleared circumferentially over a span of 4 to 5 cm. The hernia sac was opened. The hernia sac contained a large amount of omentum. Adhesions between the internal sac and the surface of the omentum were divided with metzenbaum scissors and were lysed with needle tipped bovie electrocautery. Eventually, the entire omentum was freed up. The omentum was reduced into the abdominal cavity. Although the hernia sac was 18 x 15 cm, the fascial defect was only 5 cm in diameter. Nevertheless, the hernia defect in the fascia was too large to allow simple suturing with direct suture. There would be too much tension on the repair.¿ implant size and fixation: ¿therefore, the hernia was repaired with gore-tex dual mesh. A 15 x 10 x 1 cm piece of gore-tex mesh was soaked in ancef solution. The hernia sac was resected circumferentially with a bovie, leaving 2 cm of the sac intact above the fascia. The gore-tex mesh was trimmed to a 10 cm diameter circular configuration with heavy scissors. The dual mesh was then placed within the abdominal cavity, the rough surface facing upward and the smooth surface facing the bowel and omentum. The mesh was secured to the anterior parietal peritoneum at the north, south, east and west positions with 0 prolene horizontal mattress sutures, placed full thickness through the fascia. The mesh was then sutured to the fascial defect directly with a continuous nonlocking 0 prolene suture from within the sac. The mesh was irrigated with ancef solution. The intact hernia sac, left above the fascia, was then sutured with a continuous nonlocking 0 dexon suture transversely to provide viable soft tissue coverage over the gore-tex mesh. There was no communication between the mesh and the subcutaneous plane at this point. The subcutaneous tissue was irrigated with 500 cc of ancef solution. The subcutaneous tissue was closed with simple interrupted 0 dexon sutures. The skin and superficial subcutaneous tissue were reapproximated with a cutaneous stapler. No drains were exited from the wounds or peritoneal cavity. The wound was wiped with wet and dry sponges and was covered with 4 x 8 gauze and coverall.¿ post-operative period: no post-operative records were provided. Explant preoperative complaints: (B)(6)2011: CT abdomen/pelvis: ¿the visualized small and large bowel loops are without any distention or inflammatory changes. There is a dysmorphic radiopaque density measuring 4 x 2.6 cm protruding through the subcutaneous soft tissues of the umbilicus and is consistent with displaced graft given the history of failed and infected umbilical hernia mesh. Adjacent ill defined thickened soft tissue rind is noted, likely representing inflammatory and post infections changes. No drainable collections are noted in this region. There are no adherent bowel loops adjacent to this displaced graft. No pelvic lymphadenopathy. No free fluid is noted within the pelvis. Mild diverticulosis of the sigmoid colon is noted without any evidence of diverticulitis. No pelvic abscesses are seen. Small bilateral nonspecific inguinal lymph nodes are noted, likely reactive. The visualized small and large bowel loops are without any distention or inflammatory changes.¿ (B)(6)2011: ¿presents for preoperative risk stratification prior to a planned hernia repair surgery due to a long standing infection with a displaced surgical mesh graft. States that he is always tired; reports chronic dyspnea on exertion particularly with stairs; also reports some sweating and fevers at night for the last two years attributed to the chronic infection of his umbilical hernia. Told he had gerd. Reports he had the hernia repaired successfully at norwalk hospital almost three years ago and it has been infected ever since and now requires surgical irrigation, debridement and repair. Reports he had multiple blood cultures to ensure he has no evidence of bacteremia or sepsis and he reports that they have all been negative. Social history: currently smoking cigarettes, up to one pack/day but does plan to quit; rarely drinks alcohol. Formerly used nasal cocaine as a teenager but not recently. Exam: abdomen: tape over the umbilical area with surrounding erythema.¿ (B)(6)2011: ¿the patient is a 42-year-old male with a history of the umbilical hernia repair with an open technique with a nonabsorbable mesh 2 years prior in new york state. The patient was treated with different antibiotics for the infected mesh after repair. Was presented in office with exposed and infected mesh.¿ explant procedure: removal of infected mesh, debridement, primary closure of the incisional ventral hernia. Explant date: (B)(6)2011 ¿the anterior abdominal wall was prepared with standard betadine solution and draped with sterile towels. The cultures were sent from the wound. Additional cultures of mesh sample were sent for the culturing and the pathological investigation . After the area was prepped and draped, using the bovie cautery, an elliptical incision approximately 2-1/2 inches long was performed with excising of the chronically inflamed skin to the healthy skin. Then using the bovie cautery, the careful dissection was performed down to the fascia and through the fascia to the healthy omentum. The healthy omentum bottom was obtained. One 2-0 u-stitch was placed on the omentum to approximate the edges. The wound was copiously irrigated. Due to the very healthy appearance of the edges of the fascia, decision was made to use absorbable #1 maxon, and the continuous running maxon stitch was used to approximate the edges of the fascia and decrease the tension of the fascia. The extension of the original orifice, which was about an inch wide, was performed vertically up and down and about 1 cm each, creating an elliptical opening of the fascia. The fascia was approximated without tension. Then copious irrigation was performed. The #7 jp drain left in the subcutaneous tissue. The tissue was secured with the #2 silk stitch. The skin was closed with a vertical mattress interrupted suture of xeroform and a pressure dressing was applied over.¿ microbiology reports for cultures and specimens collected during the (B)(6)2011 procedure were not provided. Relevant medical information: (B)(6)2011: pathology: ¿received in formalin labeled with the patient¿s name and ¿infected mesh and abdominal wall¿ is a synthetic mesh like material measuring 8.5 x 8.0 x 0.1 cm with blue colored suture material. Also received is a centrally umbilicated portion of skin and subcutaneous tissue, 6.5 x 4.5 x 3.0 cm. There is an additional 4.5 x 3.0 x 1.0 cm aggregate of rubbery tan-red tissues.¿ conclusions: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further state: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15 - cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05503137 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2008: history & physical. ¿surgical diagnosis: umbilical hernia, chronically incarcerated. Proposed surgical procedure: gore-tex mesh repair of incarcerated umbilical hernia. Indications for surgery: chronic incarceration, abdominal discomfort. Focused physical examination: 18 x 15 cm uncomfortable, chronically incarcerated, partially reducible umbilical hernia.¿ on (B)(6) 2008: operative report. ¿preoperative diagnosis: an 18 x 15 cm umbilical hernia. Postoperative diagnosis: an 18 x 15 cm umbilical hernia with contained omentum, chronically incarcerated.¿ operative procedure: reduction and gore-tex mesh repair of 18 x 15 cm umbilical hernia (15 x 10 x 1 cm dual mesh.¿ indications for surgery: ¿the existence of an 18 x 15 cm umbilical hernia clinically. The hernia was chronically incarcerated and nonreducible. Description of procedure: ¿the large hernia could not be reduced even with the patient under general endotracheal anesthesia. A midline incision was made in the supraumbilical midline of the abdominal wall using a #15 scalpel. The skin and thin subcutaneous tissue were divided. The hernia sac was encountered. A cleavage plane between the subcutaneous tissue and the hernia sac was developed using blunt digital dissection down to the level of the fascia. The fascia was cleared circumferentially over a span of 4 to 5 cm. The hernia sac was opened. The hernia sac contained a large amount of omentum. Adhesions between the internal sac and the surface of the omentum were divided with metzenbaum scissors and were lysed with needle tipped bovie electrocautery. Eventually, the entire omentum was freed up. The omentum was reduced into the abdominal cavity. Although the hernia sac was 18 x 15 cm, the fascial defect was only 5 cm in diameter. Nevertheless, the hernia defect in the fascia was too large to allow simple suturing with direct suture. There would be too much tension on the repair. Therefore, the hernia was repaired with gore-tex dual mesh. A 15 x 10 x 1 cm piece of gore-tex mesh was soaked in ancef solution. The hernia sac was resected circumferentially with a bovie, leaving 2 cm of the sac intact above the fascia. The gore-tex mesh was trimmed to a 10 cm diameter circular configuration with heavy scissors. The dual mesh was then placed within the abdominal cavity, the rough surface facing upward and the smooth surface facing the bowel and omentum. The mesh was secured to the anterior parietal peritoneum at the north, south, east and west positions with 0 prolene horizontal mattress sutures, placed full thickness through the fascia. The mesh was then sutured to the fascial defect directly with a continuous nonlocking 0 prolene suture from within the sac. The mesh was irrigated with ancef solution. The intact hernia sac, left above the fascia, was then sutured with a continuous nonlocking 0 dexon suture transversely to provide viable soft tissue coverage over the gore-tex mesh. There was no communication between the mesh and the subcutaneous plane at this point. The subcutaneous tissue was irrigated with 500 cc of ancef solution. The subcutaneous tissue was closed with simple interrupted 0 dexon sutures. The skin and superficial subcutaneous tissue were reapproximated with a cutaneous stapler. No drains were exited from the wounds or peritoneal cavity. The wound was wiped with wet and dry sponges and was covered with 4 x 8 gauze and coverall. The patient was placed in an abdominal binder postoperatively.¿ the records confirm a gore ® dualmesh ® plus biomaterial (1dlmcp03/ 05503137) was implanted during the procedure. On (B)(6) 2011: CT abdomen w/ & w/o contrast. Comparison: none. Findings: ¿no consolidations are within the visualized lung bases. There is a small pericardial effusion. The liver, spleen, pancreas, and bilateral adrenals are unremarkable. Bilateral kidneys demonstrate uniform enhancement and are without mass or hydronephrosis. Small subcentimeter celiac axis lymph nodes are noted which are nonspecific. There is no retroperitoneal lymphadenopathy. The visualized small and large bowel loops are without any distention or inflammatory changes. There is a dysmorphic radiopaque density measuring 4 x 2.6 cm protruding through the subcutaneous soft tissues of the umbilicus and is consistent with displaced graft given the history of failed and infected umbilical hernia mesh. Adjacent ill defined thickened soft tissue rind is noted, likely representing inflammatory and post infections changes. No drainable collections are noted in this region. There are no adherent bowel loops adjacent to this displaced graft. Impression: 1) displaced radiopaque surgical graft protruding through the subcutaneous soft tissues of the umbilicus. There is adjacent ill defined soft tissue rind likely a combination of post inflammatory and post infectious changes given history provided of a known failed infected surgical graft. No drainable simple fluid collections in this region. No discrete adherent bowel loops adjacent to this region. 2) small pericardial effusion; suggest clinical correlation.¿ on (B)(6) 2011: CT pelvis w/ contrast. History: hernia with mesh. Comparison: there is no prior study available for comparison. Findings: ¿there is a dysmorphic radiopaque density measuring 4 x 2.6 cm, protruding through the subcutaneous soft tissues of the umbilicus concerning for displaced graft, given the history of failed infected umbilical hernia mesh. Adjacent thickened rind of soft tissue is noted probably representing a combination of underlying postinflammatory and postinfectious changes. No drainable collections are noted in this region. There are no adherent bowel loops in the adjacent regions. No pelvic lymphadenopathy. No free fluid is noted within the pelvis. Mild diverticulosis of the sigmoid colon is noted without any evidence of diverticulitis. No pelvic abscesses are seen. Small bilateral nonspecific inguinal lymph nodes are noted, likely reactive. The visualized small and large bowel loops are without any distention or inflammatory changes. Urinary bladder is unremarkable. Impression: displaced hernia graft material protruding through the subcutaneous soft tissues of the umbilicus with adjacent soft tissue rind likely related to associated postinfectious and postinflammatory type changes. No drainable fluid collections or adjacent adherent small bowel loops.¿ on (B)(6) 2011: office notes/ letter. ¿presents for preoperative risk stratification prior to a planned hernia repair surgery due to a long standing infection with a displaced surgical mesh graft. States that he is always tired; reports chronic dyspnea on exertion particularly with stairs; also reports some sweating and fevers at night for the last two years attributed to the chronic infection of his umbilical hernia. Told he had gerd. Reports he had the hernia repaired successfully at norwalk hospital almost three years ago and it has been infected ever since and now requires surgical irrigation, debridement and repair. Reports he had multiple blood cultures to ensure he has no evidence of bacteremia or sepsis and he reports that they have all been negative. Social history: currently smoking cigarettes, up to one pack/day but does plan to quit; rarely drinks alcohol. Formerly used nasal cocaine as a teenager but not recently. Exam: abdomen: tape over the umbilical area with surrounding erythema. Assessment: requiring surgical debridement and correction who presents for cardiovascular risk stratification especially in the setting of a small pericardial effusion found on CT scan. Does have symptoms of atypical chest discomfort as well as chronic dyspnea on exertion likely due to gerd as well as deconditioning and morbid obesity. Small pericardial effusion is of uncertain etiology to me at this time but may be inflammatory in nature given his chronic umbilical hernia infection. Labs including hiv, thyroid abnormalities, autoimmune workup including ana rheumatoid factor as well as compliment and antidouble stranded dna. The size of the pericardial effusion; however, should not prevent him from proceeding with his necessary umbilical hernia repair given that he is actively infected. He may proceed to the or at this time with moderate risk clinical predictors for this moderate risk hernia repair surgery. No absolute contraindication to the surgery and is medically necessary due to his persistent infection.¿ on (B)(6) 2011: operative report. ¿preoperative diagnoses: 1) status post umbilical hernia repair 2 years prior; 2) infected abdominal wall mesh; 3) chronically infected incisional ventral wall hernia.¿ primary procedure: removal of the infected mesh, debridement, primary closure of the incisional ventral hernia. Postoperative diagnoses: 1) status post umbilical hernia repair 2 years prior; 2) infected abdominal wall mesh; 3) chronically infected incisional ventral wall hernia.¿ ¿the patient is a 42-year-old male with a history of the umbilical hernia repair with an open technique with a nonabsorbable mesh 2 years prior in (B)(6) state. The patient was treated with different antibiotics for the infected mesh after repair. Was presented in office with exposed and infected mesh. The antibiotics, vancomycin and ancef, given prior to incision. The anterior abdominal wall was prepared with standard betadine solution and draped with sterile towels. The cultures were sent from the wound. Additional cultures of mesh sample were sent for the culturing and the pathological investigation. After the area was prepped and draped, using the bovie cautery, an elliptical incision approximately 2-1/2 inches long was performed with excising of the chronically inflamed skin to the healthy skin. Then using the bovie cautery, the careful dissection was performed down to the fascia and through the fascia to the healthy omentum. The healthy omentum bottom was obtained. One 2-0 u-stitch was placed on the omentum to approximate the edges. The wound was copiously irrigated. Due to the very healthy appearance of the edges of the fascia, decision was made to use absorbable #1 maxon, and the continuous running maxon stitch was used to approximate the edges of the fascia and decrease the tension of the fascia. The extension of the original orifice, which was about an inch wide, was performed vertically up and down and about 1 cm each, creating an elliptical opening of the fascia. The fascia was approximated without tension. Then copious irrigation was performed. The #7 jp drain left in the subcutaneous tissue. The tissue was secured with the #2 silk stitch. The skin was closed with a vertical mattress interrupted suture of xeroform and a pressure dressing was applied over.¿ on (B)(6) 2011: intraoperative nurses¿ notes. ¿procedure: graft removal existing umbilical. Primary procedure: yes. Primary repair of incisional ventral hernia. Specimens: infected mesh and abdominal wall. Sent to: pathology. Cultures: aerobic and anaerobic, c & s [culture & sensitivity], swab of infected mesh (umbilical); c & s, infected mesh (umbilical). Explant disposition: sent to lab. Explant description: umbilical mesh. Preop/ postop: infected umbilical hernia mesh.¿ on (B)(6) 2011: surgical pathology report. ¿final diagnosis: infected mesh, abdominal wall, removal: skin with dense fibrous scar and extensive granulation tissue, acute and chronic inflammation; mesh (gross only). Specimen(s) received: infected mesh \t\ abdominal wall. Clinical history and impression: none provided. Surgical procedure: removal of infected umbilical mesh. Gross description (B)(6), pa): received in formalin labeled with the patient¿s name and ¿infected mesh and abdominal wall¿ is a synthetic mesh like material measuring 8.5 x 8.0 x 0.1 cm with blue colored suture material. Also received is a centrally umbilicated portion of skin and subcutaneous tissue, 6.5 x 4.5 x 3.0 cm. There is an additional 4.5 x 3.0 x 1.0 cm aggregate of rubbery tan-red tissues. Representative skin and soft tissue is submitted in two cassettes.¿ there is no information detailing the etiology of the infection. On (B)(6) 2011: missing record: culture report: aerobic and anaerobic, c & s [culture & sensitivity], swab of infected mesh (umbilical). A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.